Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore it is currently in the possession of the user facility. The investigation of this event consisted of a review of the treatment log files, device history record (DHR), and instructions for use (IFU). A review of the device history record (DHR) was conducted for ab2000-d/serial number (B)(6), which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), sj-ifu0104-00, rev. B, was reviewed and states the following: 4.3. Warnings: procedure: as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: bleeding or blood in the urine. Section 8.32 sterile: a. After the aquabeam handpiece removal, follow the standard clot evacuation procedure to remove clots and tissue with a cystoscopic sheath by using an ellik bladder evacuator or toomey syringe. B. Use one of the following methods to achieve hemostasis: cautery followed by foley balloon catheter insertion. Under spinal anesthesia, insert a balloon catheter in the bladder with bladder neck traction then fill the bladder with sterile saline and maintain for approximately 30-60 minutes before starting cbi (continuous bladder irrigation). Balloon catheter in bladder with bladder neck traction. Balloon catheter in prostatic fossa: inflate balloon with 5cc in the bladder. Under trus guidance retract balloon into prostatic fossa. Inflate balloon to 30-50% of initial prostate volume. Apply mild traction on the catheter to hold the balloon catheter in place. Balloon catheter in bladder, no traction. Note: considerations for cautery: start at bladder neck. Perform focal cautery at sources of bleeding. Sources of bleeding may be covered up by residual tissue ablated by the waterjet (¿fluffy tissue¿). In order to check for all sources of bleeding, first use the loop to remove fluffy tissue. Turn off irrigation and inspect for sources of bleeding under normal blood pressure. C. Start cbi per hospital protocol. Do not allow irrigation fluid bags to become empty. Monitor effluent color. The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The aquabeam robotic system's IFU lists bleeding as potential risks of aquablation therapy and provides adequate instructions on how to achieve appropriate hemostasis.. Based on the review of the information provided plus a review of the DHR and IFU, the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent aquablation therapy for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation became aware that post aquablation therapy, and prior to discharge, the patient's catheter became clogged and would not irrigate. The treating surgeon decided take the patient back to the operating room where he removed the clot and additional tissue to achieve better hemostasis. The patient recovered and was discharged as normal. No malfunction of the aquabeam robotic system was reported.